Event description:
It was reported the patient information center ix failed to alarm for atrioventricular dissociation. The device was in clinical use at the time of the event. No adverse event or patient harm was reported.

Manufacturer narrative:
A product support engineer (pse) reviewed the information and feedback provided by the remote support engineer (rse). The pse stated the list of alarms in the instructions for use (IFU) for which the mx40 is capable of alarming is, is complete. As the mx40 is not capable of alarming for atrioventricular dissociation, this alarm is not listed in the instructions for use (IFU). Because the mx40 is not capable of alarming for atrioventricular dissociation, there was no alarm for atrioventricular dissociation at the pic ix either. The pse reached out to clinical application support (cas) for additional information. The cas stated the irregular heart rate alarm was not triggered either, because the conditions for this were not met. As stated in the IFU, the irregular heart rate alarm will be triggered if the heartbeat interval deviates more than 12.5%. The heartbeat of the patient was in between 65 - 70 beats per minute (bpm), which means the conditions for irregular heart rate were not met. The customer was provided information about the device and the alarm functionality. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. It was identified this device was originally reported under the incorrect cfn/fei, reference MFR 1218950-2025-000214. Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).